Event description:
Customer reportedly obtained results of 52mg/dl, 110mg/dl, and 64mg/dl within 10 minutes on the advantage test system. No action was taken based on device results. No adverse event reported. Requested return of suspect test system and replacement was sent. Information not provided on where comparison occurred. Advantage test system: meter, strip lot 549627, expiration date 05/31/2008, catalog 2030381.

Manufacturer narrative:
Suspect device: comfort curve test strips.